Event description:
It was reported that the patient experienced elevated blood glucose after dinner while using the ilet, with sensor glucose of 245 mg/dl and a confirmatory fingerstick of 226 mg/dl, after recently changing infusion supplies; the patient reported 11 units of insulin on board and no occlusion or dosing-stopped alerts. Symptoms included hyperglycemia. Outcomes included no reported injury or hospitalization. Troubleshooting and education were completed with the user, and no device alarms were noted. Investigation included a review of the event details and user-reported system status. Investigation of this case revealed no evidence of device alarm activity or confirmed delivery interruption, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.